Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the display went blank. The customer stated that she wore the device into a swimming pool prior to the issue occurring. Blood glucose level at the time of the incident was 527 mg/dl, which was treated with a manual injection. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The insulin pump had moisture damage on the liquid crystal display circuit board. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and a cracked belt clip slot.